Event description:
A facility reported a hakim valve was implanted via l-p shunt on unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). After MRI, the physician tried to adjust the set pressure using vpv and a strong magnet under fluoroscopy, but the set pressure did not change. Later, it was confirmed that the lumbar catheter was torn. The valve was removed on unknown date. It is also unknown if the patient experienced any signs or symptoms due to valve malfunction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot crccvw, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected: biological debris was noted in the valve casing. The position of the cam when valve was received was 130mmh2o. The valve was hydrated. The valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The valve was retested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, and on the base plate. The cam magnets were controlled and failed. The catheter was visually inspected: one end of the catheter seems to be torn and the other end was not a clean cut. The valve was leak tested and no leaks noted. The valve passed the test for occlusion, reflux and siphon guard. The root cause for the programing issue reported by the customer was due abnormal polarization and biological debris and protein build up found on the spring, on the spring pillar on the cam mechanism, and on the base plate. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the "IFU", ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure. The root cause for the torn/ cut catheter was probably caused by excess force applied in a stretching way. As noted in the "IFU" silicone has a low tear/cut resistance.